Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported " the hcp sailed to fire the stapler during use on patient." At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. Visual examination of the returned sample revealed that the staples appeared severely misaligned and loose. The stapler was returned with 36 staples remaining in the cover block. The trigger was returned partially engaged. There was no biological material was present on the device. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon functional inspection, the first four firing attempts did not fire or release any staples. The fifth fire attempt resulted in the staple fully forming and releasing. The sixth fire attempt resulted in the second staple misaligning and releasing unformed. It was noted that the staples pushed forward due to gravity. Functional testing ended as the remaining staples were loose and misaligned. The stapler was disassembled, it was observed that the saddle spring was attached to the shuttle. Die casting anomalies were discovered on the forming tool. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint was confirmed based upon the sample received. Visual examination of the returned sample revealed that the staples appeared severely misaligned and loose. Upon functional inspection, the first four firing attempts did not fire or release any staples. The fifth fire attempt resulted in the staple fully forming and releasing. The sixth fire attempt resulted in the second staple misaligning and releasing unformed. Functional testing ended as the remaining staples were loose and misaligned. The stapler was disassembled, it was observed that the saddle spring was attached to the shuttle. Die casting anomalies were observed on the forming tool. A non-conformance was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported " the hcp sailed to fire the stapler during use on patient." At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.